Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 the sensor wire stuck to adhesive tape upon removal of the applicator. Patient reported having difficulty with insertion.